Manufacturer narrative:
(B)(4) analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification. (B)(4)

Event description:
It was reported that the patient experienced the diaphragmatic stimulation during a device check, and the right ventricular lead exhibited a loss of capture. An x-ray revealed that the rv lead had perforated the heart. The lead was explanted and replaced. The patient was stable post procedure.